Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no product identifiers provided; therefore a review of the mfg records could not be conducted, additionally no sample was provided to date. We have contacted the initial reporter to request add'l info. With the currently available info, no conclusion can be made. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was rec'd by davol from the pt's attorney: on (B)(6) 2011 - the pt underwent a ventral hernia repair surgery where a ventralex st mesh was implanted. Almost immediately after surgery the pt experienced immense pain and discomfort. On (B)(6) 2011 - the pt was examined and treated for a severe infection at her surgical wound site. It is alleged that the hernia mesh was the primary reason for the pt's continued pain and complaints from her original surgery. On (B)(6) 2011 - the pt underwent add'l surgery due to the pain and other complaints stemming from insertion of the mesh. The attorney's report alleges infection, pain and surgery, and defective mesh.